Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. There were no patient consequences. Further information was requested, but not yet available.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.